Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. The lesion being treated was located in a tortuous vessel. The physician advanced the 2.25x15mm maverick2 balloon to the lesion and inflated the balloon where it ruptured at "under rated burst pressure". The device was removed from the pt intact. There was no pt complications. The procedure was successfully completed. Pt status is listed as "fine".